Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter at the beginning of the lung tissue migration, there was no evidence of an optimal expected clinical effect when actuating the clamp for sealing but end tones were heard. This triggers a small bleed to an incomplete seal. There was no good seal completed and it was used on lung vascular tissue less than 7 mm. A new handpiece was used and it worked fine.

Event description:
According to the reporter, at the beginning of the lung tissue migration (lobectomy), there was no evidence of an optimal expected clinical effect when actuating the clamp for sealing but end tones were heard. There was energy delivery and re-grasp alert. This triggers a small bleed (3 ml) to an incomplete seal. There was no good seal completed and it was used on lung vascular tissue less than 7 mm. A new handpiece was used and it worked fine. Blood transfusion was not necessary.

Manufacturer narrative:
Additional information: b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial #: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter at the beginning of the procedure, the handpiece had no seal. There was no evidence of energy delivery and end tones heard. There was no good seal completed and it was used on lung tissue less than 7 mm. A new handpiece was used and it worked fine. There was bleeding.